Manufacturer narrative:
Outcomes attributed to ae: corrected: medication was administered. Executive summary: corrected: medication was administered. Manufacturing date: added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the internal carotid artery-posterior communicating artery. On the day of the procedure, the patient experienced a first headache. The first headache was resolved the next day with no residual effects. Two days post-procedure, the patient experienced a second headache. The second headache was ongoing. Medication was administered to treat the headache (2mg dexamethasone and 1 mg morphine and 650 mg acetaminophen). Post procedure, at 2-month, 6-month, and 12-month post-procedure the patient was neurologically assessed having a modified rankin scale (mrs) of 1. At 2-month, 6-month, and 12-month post-procedure the patient was assessed having a national institutes of health stroke scale (nihss) of 2. The physician has indicated that the 2 events of headache were possibly related to the index procedure and to the stent and not related to pre-existing condition/co-morbidity. However, it is unknown if the headache was related to the implanted coils (subject devices) and access devices. No further information is available.

Manufacturer narrative:
This is 1 of 10 reports filed associated with this event. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the internal carotid artery-posterior communicating artery. On the day of the procedure, the patient experienced a first headache. The first headache was resolved the next day with no residual effects. Two days post-procedure, the patient experienced a second headache. The second headache was ongoing. Post procedure, at 2-month, 6-month, and 12-month post-procedure, the patient was neurologically assessed having a modified rankin scale (mrs) of 1. At 2-month, 6-month, and 12-month post-procedure the patient was assessed having a national institutes of health stroke scale (nihss) of 2. The physician has indicated that the 2 events of headache were possibly related to the index procedure and to the stent and not related to pre-existing condition/co-morbidity. However, it is unknown if the headache was related to the implanted coils (subject devices) and access devices. No further information is available.